Event description:
Boston scientific received information that this lead shocking impedance measurements have at times been greater than 125 ohms. The physician was trying to print out the daily measurement to get historical data, but was unable to do so.

Manufacturer narrative:
The lead remains implanted and will be monitored for now.